Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012; 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was exhibiting elevated thresholds. The lead was repositioned to a different location in more viable tissue and remains in use. No patient complications have been reported as a result of this event.